Event description:
Same case as MDR ID: 2134265-2013-06846. (B)(4) study. It was reported that stent damage occurred. On (B)(6) 2010, the patient presented with unstable angina. Cardiac catheterization was recommended. Coronary angiography and index procedure was performed the following day. The target lesion was a long lesion extending from mid right coronary artery (rca) to distal rca with 99% stenosis and was 10 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with placement of a 3.50 x 16 mm taxus liberté stent proximally. There appeared to be tension in the implanted proximal stent segment due to vessel tortuosity. This was relieved by the addition of an overlapping 3.50 x 12 mm taxus liberté stent. Following post dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).